Event description:
It was reported that post a percutaneous coronary stenting treatment procedure, in-stent restenosis occurred. The 90% stenosed target lesion was located in the non-calcified, moderately tortuous left anterior descending (lad) artery. A 3.0x12mm liberte stent was used to treat the lesion; the stent was well positioned and fully apposed. Approximately 6 months later, it was confirmed with angiography that the stent was 90% restenosed. A 2x15mm apex balloon was used to dilate the restenosed stent and a 3.0x20mm taxus liberte was implanted. No additional patient complications were reported. The patient's current condition is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, history trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.